Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) right fallopian tube / right essure perforated through the fallopian tube and was present under the serosa/mesosalpinx/perforation') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in a 37-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, amenorrhea, paratubal cyst and perianal pain. She has 1 child, delivered via cis for fetal distress. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included polycystic ovary, menses irregular, abdominal pain, post coital bleeding, uterine bleeding and scar excision. Family history included breast cancer and breast cancer (mother.). Concomitant products included mestranol;norethisterone (ortho-novum) (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: post placement: 4 coils on the left, 3 coils on the right visible above the myometrium. Plaintiff received treatment for pain, bleeding, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: no hyperplasia or carcinoma identified. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2018: echogenic linear essure devices are noted in the proximal fallopian tubes bilaterally. Lower uterine segment uterine scar consistent with prior c-section. Ultrasound scan vagina - on (B)(6) 2018: echogenic linear essure devices are noted in the proximal fallopian tubes bilaterally. Lower uterine segment uterine scar consistent with prior c-section 1. Intact appearance of the bilateral essure contraceptive coils in the fallopian tubes without evidence of contrast passage or leakage. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: abdominal pain, bleeding: gen. Abnormal. Bleed (interpreted as general abnormal bleeding) was added. Event outcome was updated for the events: pelvic pain, dysmenorrhea.event outcome was added for the events: abdominal pain, general abnormal bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) right fallopian tube / right essure perforated through the fallopian tube and was present under the serosa/mesosalpinx') in a 37-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, amenorrhea, paratubal cyst and perianal pain. She has 1 child, delivered via cis for fetal distress. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included polycystic ovary, menses irregular, abdominal pain, post coital bleeding, uterine bleeding and scar excision. Family history included breast cancer and breast cancer (mother.). Concomitant products included mestranol;norethisterone (ortho novum)(B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: post placement: 4 coils on the left, 3 coils on the right visible above the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: no hyperplasia or carcinoma identified. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2018: echogenic linear essure devices are noted in the proximal fallopian tubes bilaterally. Lower uterine segment uterine scar consistent with prior c-section. Ultrasound scan vagina - on (B)(6) 2018: echogenic linear essure devices are noted in the proximal fallopian tubes bilaterally. Lower uterine segment uterine scar consistent with prior c-section 1. Intact appearance of the bilateral essure contraceptive coils in the fallopian tubes without evidence of contrast passage or leakage. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) right fallopian tube / right essure perforated through the fallopian tube and was present under the serosa/mesosalpinx/perforation') in a 37-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, amenorrhea, paratubal cyst and perianal pain. She has 1 child, delivered via cis for fetal distress. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included polycystic ovary, menses irregular, abdominal pain, post coital bleeding, uterine bleeding and scar excision. Family history included breast cancer and breast cancer (mother.). Concomitant products included mestranol;norethisterone (ortho-novum) (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain/sharp pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding)") and headache ("frequent headache"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, genital haemorrhage and headache had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: post placement: 4 coils on the left, 3 coils on the right visible above the myometrium. Plaintiff received treatment for pain, bleeding, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: no hyperplasia or carcinoma identified. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: echogenic linear essure devices are noted in the proximal fallopian tubes bilaterally. Lower uterine segment uterine scar consistent with prior c-section. Ultrasound scan vagina - on (B)(6) 2018: echogenic linear essure devices are noted in the proximal fallopian tubes bilaterally. Lower uterine segment uterine scar consistent with prior c-section 1. Intact appearance of the bilateral essure contraceptive coils in the fallopian tubes without evidence of contrast passage or leakage. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Concerning the injuries reported in this case, the following one was described in patient¿s social media: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added: frequent headache. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) right fallopian tube / right essure perforated through the fallopian tube and was present under the serosa/mesosalpinx') in a (B)(6) female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, amenorrhea, paratubal cyst and perianal pain. She has 1 child, delivered via cis for fetal distress. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included polycystic ovary, menses irregular, abdominal pain, post coital bleeding, uterine bleeding and scar excision. Family history included breast cancer (mother). Concomitant products included mestranol; norethisterone (ortho novum) (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: post placement: 4 coils on the left, 3 coils on the right visible above the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: no hyperplasia or carcinoma identified. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2018: echogenic linear essure devices are noted in the proximal fallopian tubes bilaterally. Lower uterine segment uterine scar consistent with prior c-section. Ultrasound scan vagina - on (B)(6) 2018: echogenic linear essure devices are noted in the proximal fallopian tubes bilaterally. Lower uterine segment uterine scar consistent with prior c-section intact appearance of the bilateral essure contraceptive coils in the fallopian tubes without evidence of contrast passage or leakage. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr was received: case become incident. Lot number was added. New events: perforation (fallopian tube(s)), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, dysmenorrhea (cramping) were added. Medical history, concomitant drugs and lab data were added. Reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) right fallopian tube / right essure perforated through the fallopian tube and was present under the serosa/mesosalpinx/perforation') and uterine perforation ('perforation (uterus)') in a 37-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, amenorrhea, paratubal cyst and perianal pain. She has 1 child, delivered via cis for fetal distress. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included polycystic ovary, menses irregular, abdominal pain, post coital bleeding, uterine bleeding and scar excision. Family history included breast cancer and breast cancer (mother.). Concomitant products included mestranol;norethisterone (ortho-novum)(B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain/sharp pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding)") and headache ("frequent headache"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, genital haemorrhage and headache had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: post placement: 4 coils on the left, 3 coils on the right visible above the myometrium. Plaintiff received treatment for pain, bleeding, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: no hyperplasia or carcinoma identified. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2018: echogenic linear essure devices are noted in the proximal fallopian tubes bilaterally. Lower uterine segment uterine scar consistent with prior c-section. Ultrasound scan vagina - on (B)(6) 2018: echogenic linear essure devices are noted in the proximal fallopian tubes bilaterally. Lower uterine segment uterine scar consistent with prior c-section 1. Intact appearance of the bilateral essure contraceptive coils in the fallopian tubes without evidence of contrast passage or leakage. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Concerning the injuries reported in this case, the following one was described in patient¿s social media: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ uterine perforation¿ was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.